Event description:
Hologic received an medical device reporting (MDR) letter from the food and drug administration (FDA) with reference # mw5095708, dated july 31, 2020 concerning a patient sample tested positive for covid-19 using the luminex aries platform, but then was sent to the department of health, where it came back negative. The sample was then retested using the luminex aries platform, where it produced an invalid result. Upon testing on the hologic panther platform, the patient sample produced a negative result. Since a negative result was produced by the hologic panther platform and the assay used by the department of health, hologic assay yields consistent results. The issued MDR letter is against the luminex aries product and not against a hologic product, hence no further action is needed for this complaint